Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an 8.5 cm abdominal aortic aneurysm. Vessel tortuosity and calcification were minimal. It was reported that the pt had presented emergently with abdominal pain. The pt was sent emergently for endovascular repair. At the end of the proceudre there was a type I endoleak, which the physician was unable to resolve. The aortic neck diameter was larger then any aneurx device that is available. That same day a request for a talent aortic cuff under ide (g020050) was requested for repair of the type I endoleak. Two days later the physician implanted the talent aortic cuff however; there was an endoleak between the talent aortic cuff and the aneurx bifurcated stent graft. The physician elected to implant an aneurx aoritic cuff between the grafts with excellent results. No additional clinical sequelae were reported and the pt is reported to be fine.